Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated (03/01/2011) by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found.

Manufacturer narrative:
(B)(6) 2011: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately erratic when comparing blood glucose test results taken one after another. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 6am. The patient reported blood glucose results of "164, 141 and 109 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. The patient claimed he has symptoms of "constantly urinating" when his blood glucose runs high and symptoms of "sweating, shaking and stuttering" when his blood glucose runs low. On (B)(6) 2011 between 9am-10am, the patient claimed he developed symptoms; however, it is not clear what symptoms the patient developed after the alleged issue begun. The patient did not specify treatment received. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the customer on the correct testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.